Event description:
A pump with failure code 812:02. It is unknown when this failure code occurred. No patient injury or medical intervention necessary according to the hosp rep. No add'l info is available.